Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted (484 mg/dl). Customer administered an insulin shot.

Manufacturer narrative:
Additional reported information indicates that the customer's blood glucose level had lowered to 108 mg/dl on (B)(6) 2014. No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.